Manufacturer narrative:
Correction to the initial MDR in fields d4, h4 and h11.

Event description:
It was reported that during lead placement, there was not much space to pass the lead, and it did not advance past the first contact. When the lead was pulled back to remove it, there was a lot of resistance, and the distal contact broke off inside the patient's body. The physician was then able to successfully put two new leads. The damaged lead was not returned. Additional information was received that the patient completed the trial period and was reportedly doing well.

Event description:
It was reported that during lead placement, there was not much space to pass the lead, and it did not advance past the first contact. When the lead was pulled back to remove it, there was a lot of resistance, and the distal contact broke off inside the patients body. The physician was then able to successfully put two new leads. The damaged lead was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7297832 UDI: (B)(4). Product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7312757 UDI: (B)(4).